Event description:
It was reported that during preparation of a 3.0x33 mm rx xience xpedition stent delivery system (sds), the stent dislodged from the balloon when the mandrel and protective sheath were removed. There was no resistance during removal of the protective sheath. The dislodged stent was confirmed inside of the protective sheath. The middle portion of the dislodged stent was found to be stretched so the physician suspected that the stent stuck with the protective sheath. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. The procedure was continued using a new same size rx xience xpedition sds without any issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement and stent damage were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.